Event description:
It was reported an access port was successfully placed in 2001. The pt experienced chest pain. It was noted during removal of the access port, under fluoroscopy, the catheter had fractured and migrated to the heart. Successful retrieval of the detached catheter segment followed. The pt's condition is good. The co's attempts to obtain additional details surrounding this event have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. The co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.